Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including severe shock, disability, abdominal pain and had subsequent surgical intervention. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard mesh (bard flat mesh) (device #3). Additional emdrs were submitted to represent the other four bard meshes (bard flat mesh) (device #1, #2, #4, #5). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient was implanted with two bard meshes (bard flat mesh) on or about (B)(6) 2005 to repair the hernia defect. The patient underwent additional surgical procedures on or about (B)(6) 2007 to repair and/or remove the defected mesh. At that time, an additional bard mesh (bard flat mesh) was implanted to repair the defect. The patient underwent a third operation for implant of two bard meshes (bard flat mesh) on (B)(6) 2007. The patient underwent a further surgery to excise the mesh/wound on (B)(6) 2010. It is alleged that the patient sustained physical pain, mental anguish, serious and permanent injuries, pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient sustained severe, painful and permanent personal injuries including but not limited to severe abdominal pain, functional impairments, multiple abrasions, lacerations, contusions, traumatic neurosis, serious shock to the system and a general tearing and straining of the muscles and ligaments throughout the body. It is also alleged that the patient sustained severe pain and suffering including headaches, cognitive deficits including deficits with organizational skill, problem-solving, expressive language, concentration and memory, backaches, fatigue, anxiety, irritability, nervousness, depression, and insomnia. It is further alleged that the patient has undergone and will continue to undergo in the future, hospitalization, therapy, rehabilitation and other forms of medical treatment. It is also alleged that the device was defective.